Event description:
It was reported that bd syringe 10ml ll tip bulk convenience pak contained foreign matter. The following information was provided by the initial reporter: " it was reported fm - hair . "

Manufacturer narrative:
H6: investigation summary one photo, one loose 10ml syringe with customer attached tip cap/housing, a bag with a piece of hair, and a strip of top web from batch #1111399 were received. The photo showed what appeared to be a piece of hair larger inside the filled syringe. The sample was visually evaluated. The syringe and foreign matter were separated during decontamination and sent to bd canaan. The bag with the hair appeared to match the foreign matter that was present in the photo. Fourier transform infrared spectroscopy (ftir) analysis was performed, and the foreign matter was determined to most likely be a hair. The syringe was non-conforming per product specification. Hair and beard coverings are required in all manufacturing areas of the facility. Additionally associates also required to wear bd issued smocks whilst running machinery per internal policy to mitigate product contamination. Potential root cause for the foreign matter in the fluid path defect is associated with the material handling process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #1111399 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10ml ll tip bulk convenience pak contained foreign matter. The following information was provided by the initial reporter: "it was reported fm - hair."